Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received unable to perform the prime/a33 test due to detached end cap. No motor error alarm and the motor passed the motor test. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported a motor error alarm during a prime. Customer's blood glucose was 180 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also reported his insulin pump was separating from the back. He stated he had dropped his insulin pump a few times. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.